Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture thresholds and impedance had been observed on the right ventricular lead. The lead was capped and replaced. No patient symptoms were reported.